Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a low battery message. There was no reported patient involvement.

Manufacturer narrative:
The fse ordered a replacement battery, however, there is a global ship hold on parts. The device remains at the customer site.